Manufacturer narrative:
H3: product analysis: evaluation determined that the burr ball/ tip is broken off at the end of the tool; there are slight faded ring colors on stem and discolorations from where the tip broke off from the flute of tool. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during decompression and fixation tool tip was broken during bone resection and the procedure was completed with backup product. It was reported that there was no patient or staff impact. It was also reported that there was no intervention performed.